Event description:
It was reported that the device was returned for repair. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the encoder flex was out of specification. It was also noted that the battery release and lead flex cover were contaminated, the ring was bent and the upper case, lower case, two side bail covers, ring cover, battery drawer and lcd display was broken.